Event description:
It was reported to boston scientific corporation that a ultratome xl - sphincterotomes was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the device was positioned inside the patient, they tried to cannulate the device but the device failed to bow. No visible damage was noted to the device. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device presents the working length twisted, the cutting wire blackened and the distal pierced hole melted/torn, this last condition displaced the cutting wire about 11 mm. The rx channel is extended and torn. The cutting wire was displaced and was found shorter. As a result, the device failed to bow. Review and analysis of all available information indicated the most probable root cause for this event was operational context as procedural or anatomical factors could have affected the device integrity and performance. The device history record review found the device met all manufacturing specifications.